Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable investigation results of cutting wire kinked. Block h11: investigation results. The returned autotome rx 44 was analyzed; a visual and microscopic inspection found that the working length and the cutting wire were bent. An impedance test was performed, the resistance across the 2-in-1 connector and the cutting wire was within specification, the device also showed continuity. No other problems with the device were noted. With all the available information, the product analysis of the returned device revealed that the working length and the cutting wire were bent, these problems could be caused by operational factors, the used technique for the device manipulation or by the interaction between the device and a hard surface. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the bile duct during a transduodenoscopic lithotomy procedure to treat bile duct stone performed on (B)(6) 2026. During the procedure, the device could not cut. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a reportable event based on the investigation results: the cutting wire kinked. Please refer to block h11 for full investigation details.